Manufacturer narrative:
Incident is being reported late as we did not have injury report or sufficient info to provide a report prior to this time. Product was not the cause of this incident. Medcare representative went to inservice following incident to educate facility on which equipment to use with which residents.

Event description:
Resident was lifted with medcare stand. About 1 hr after transfer, resident noted pain in their leg. Redness was also observed. Resident initially refused treatment, but was later x-rayed and determined that hip and leg were broken. Resident had severe osteoporosis and it was determined that resident's weight was the cause for the hip and leg giving way. The stand involved in the incident was not at fault.